Event description:
In 2007, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp. During an arthroscopic procedure of the left shoulder, the tip of the device was reported to have detached and remains in the pt's shoulder. There is no plan to reoperate to remove the fragment. The pt is reported to be doing well. No injury was reported.

Manufacturer narrative:
The device was returned for eval. A visual examination and functional testing of the device was performed. The detachment of the screen was due to excessive use and excessive electrode wear. Arthrocare has included in the instructions for use for the device the following warning: "excessive wear of electrodes may result from vigorous use against bony surfaces."